Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/15/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The patient stated that the skin underneath the sensor site became itchy and red. Skin also bubbled and caused the sensor to be removed due to the discomfort from the reaction. On (B)(6) 2016, the patient saw an endocrinologist for the skin reaction. The patient was prescribed clotrimazole cream. Date of doctor consultation is an approximation. The affected area was treated with hydrogen peroxide and prescribed clotrimazole cream. At the time of contact, patient reported that he had been experiencing skin reactions for approximately 3-4 months that generally included: redness, weeping and itching. Patient has used flonase as a skin barrier method and stated he does not have a history of prior skin sensitivities or skin reactions. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.